Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic) as crack on screen and back part. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. And customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested. And customer response was, the device has been returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received, with a blank display. Unable to perform the sleep current test, active current test and self test, due to blank display. Unable to download history files and traces using thump, due to blank display. Pump was cut open to perform visual inspection. And found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: corroded battery tube, cracked case, cracked lcd window, scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Blank display was confirmed, during analysis, due to moisture damage on the battery tube, pcba 1 and pcba 2. Cosmetic damage was confirmed, at the lcd window screen and back of pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.